Event description:
Additional information received indicated that two months prior to lead revision, increased capture threshold and decreased sensing were observed.

Event description:
It was reported that the lead was capped and replaced due to noise that resulted in delivery of inappropriate therapies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.